Event description:
Per information provided: on (B)(6) 2002 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a very large umbilical hernia was identified. A bard flat mesh (device #1) was placed and sutured.¿ on (B)(6) 2003 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of preshaped mesh w/ keyhole (device #2). Per operative notes, ¿a large sclerotic sac was dissected, and a preshaped mesh w/ keyhole (device #2) was sewn in place at the pubic tubercle and sutured.¿ on (B)(6) 2014 - patient was diagnosed with small bowel obstruction, adhesions and pain thereby underwent open repair. Per operative notes, ¿the omentum was stuck up to the mesh. This was taken down meticulously, and this completely relieved the obstruction.¿ on (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia and adhesions thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿the adhesions were taken down and a synthetic mesh was secured circumferentially using sutures.¿ (there was no visualization/mention of preshaped mesh w/ keyhole (device #2). On (B)(6) 2017 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the hernia sac was dissected free from the cord structures and a synthetic mesh was placed within the defect and sutured." (There was no visualization/mention of preshaped mesh w/ keyhole (device #2). On (B)(6) 2017 - patient was diagnosed with incisional hernias, intra-abdominal mass/abscess and adhesions thereby underwent open repair. Per operative notes, ¿the hernia sac was dissected free and the mesh from prior repairs were noted. An abscess cavity was found after taken down the purulent material. Once adhesions were removed and hernia repair was performed using sutures.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries. It was also alleged that the first revision describes a small bowel obstruction with direct evidence of association to the mesh was noted, "the mesh was divided very meticulously, and the omentum was stuck up to the mesh. Running the small bowel revealed a cord measuring several millimeters in diameter to the pelvis, and this was excised in toto. This completely relieved the obstruction." The second modification of bard mesh on (B)(6) 2017 the path report for the infected mesh showed foreign body reaction.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant of bard mesh pre-shaped w/ keyhole, patient was diagnosed with hernia recurrence, seroma and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, seroma and adhesions as possible complications. This emdr represents bard mesh pre-shaped w/ keyhole (device #2). An additional supplemental emdr was submitted to represent bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.